Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user went to the ER on (B)(6) 2024 due to high blood glucose (bg). They were given fluids, advised to revert to manual insulin injections and discharged. They were not diagnosed with diabetic ketoacidosis (dka). The evening prior ((B)(6) 2024) , the user contacted beta bionics customer care to report hyperglycemia.. The user reported their bg was over 400 mg/dl and their dexcom continuous glucose monitor (cgm) reading was high. The user reported completing a cartridge change earlier in the day but did not replace the infusion set site.. This was their first cartridge change since their initial ilet training on (B)(6) 2024. The customer care agent assisted the user with troubleshooting and changing out her infusion set. The infusion set cannula did not appear to be bent, but the user reported the insertion site was red and a little sore. They were using the convatec inset (23", 6mm) infusion set. The customer care agent reinforced the proper cadence for changing out supplies and the user verbalized understanding. The user had two additional points of contact with a customer care agent between the hours of 10pm and 11:45pm. During the first contact the user reported her bg had not come down, she decided to remove the infusion site and gave herself an injection of insulin (4 units). The agent offered to call the user back in 90 minutes and assist with another infusion site change. During the second contact, the agent assisted with a full supply change (insulin cartridge, ilet connect, tubing and infusion site placement). During the infusion site placement, the user did have trouble with the placement, two attempts resulted in releasing the infusion site for the inserter before it was placed on the body and another attempt, the entire site came off the needle base prior to insertion.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "low" on (B)(6) 2024 and cgm high alert was set to off on (B)(6) 2024. All other cgm alerts were on. Body weight was not changed after initial setup on 2024-02-13. Data for the described event date of (B)(6) 2024 was reviewed. Based on the engineering logs, the ilet is not malfunctioning. The ilet was continuously requesting insulin every 5-15 minutes when cgm glucose was above 180mg/dl. The user's cgm glucose rises above 200 mg/dl at approximately 10:16am on (B)(6) 2024 and remains in the 200s for the rest of the morning and afternoon, before rising above 300 mg/dl by 3:48pm. From 3:35pm through 3:48pm, three "more" sized lunch meals are announced, and the glucose continues to rise. The high glucose alert is triggered at 5:12pm but does not appear to be acknowledged. The ilet continues to make insulin dosing requests but the blood glucose appears unaffected. Two "more" sized dinner meals are announced, bg continues to rise and is above 400 mg/dl by 6:07pm. The high glucose alert continues to trigger appropriately but is not always acknowledged by the user and is turned off at 11:59pm on (B)(6) 2024. Multiple cartridge change operations were logged on (B)(6) 2024, no errors found and each change resulted in insulin delivery being resumed. The ilet continues to dose insulin while the bg remains unaffected. An occlusion alert is then triggered at 12:16 am and remains active through (B)(6) 2024. It is never cleared or acknowledged by the user and therefore the ilet is unable to dose insulin due to the active occlusion. The user's cgm glucose remains above 400 mg/dl until about 6:30am on (B)(6) 2024 and starts to decrease into the mid to high 300s. Because the occlusion alert was never cleared (either deactivated or marked as "acknowledged") it was unable to request insulin afterwards through the end of the logs. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report it was determined that the ilet operated as intended. The assignable causes to this event include failed infusion site as evidence by redness and soreness around the initial infusion site and difficulty subsequent site placement attempts on the evening of (B)(6) 2024 and the occlusion alert on (B)(6) 2024. Additionally, failure to follow the ketone action plan, respond promptly to alarms as recommended in the device training, the device volume being set to low and the high glucose alert being turn off on (B)(6) 2024 also contributed to the event. These assignable causes resulted in prolonged hyperglycemia due to insufficient insulin delivery and evaluation at the ER. The cds completed the required training with the user prior to the event. After the event, the cds recommended the user remain off the ilet until they can be retrained, switch to the contact detach steel infusion set and have multiple in person follow ups. These recommendations were communicated to the hcp.